Event description:
According to the reporter, on (B)(6) 2017, intra-operatively, the device was unable to fire. Patient status : unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received intra-operatively in lobectomy(laparoscopic procedure) , the device was unable to fire. Re- stapling was done in order to complete the case. No patient injury. Patient status : stable.